Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that after primary implantation, patient did not seek physical rehabilitation. Also, patient contracted lyme disease. After patient complaint of stiffness, a mua was performed. Rep provided the primary usage information and reported that no further information will be available.